Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective receiver. No injury or medical intervention was reported.